Event description:
Boston scientific received information that this pacemaker had threshold measurements of 2.1 to 2.7 volts. The device was interrogated and found to be in retry with threshold measurements of 5.0 volts. It was noted there was no lead safety switch or reset upon interrogation. A technical services (ts) consultant was contacted regarding this issue and indicated if the evoked response channel cannot clearly see capture, it will put the device in retry at two times the last threshold measurement. Additional information was requested; however, no further information is currently available.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.